Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: sedr01 implantable pulse generator (ipg) (B)(6) 2007; 5024m implantable pacing lead (B)(6) 2007. (B)(4).

Event description:
It was reported there was a high atrial lead threshold observation at device interrogation. The manual threshold was within normal limits. It was also reported the sensing measurement of p waves has been chronically low. The lead remains in use. No patient complications have been reported as a result of this event.